Manufacturer narrative:
Operator of device is unknown, no information provided to date. Manufacturing device history record review was not performed because no previous service history was found. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition. Functional testing found the rotary flow valve rebounds. The root cause of the reported issue was found to be manufacturing - assembly error. Replaced rotary flow valve per trend analysis. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
The device came in for preventive maintenance and was found to have the tidal volume rebound problem from end stop.